Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set fell off during use on (B)(6) 2026.